Manufacturer narrative:
Information was received, the device was being set up for use with not delay to therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
The biomed replaced the blower assembly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the v60 is displaying blower stalled diagnostic code (B)(4). Based upon the information provided, the device was in use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the biomed stated the unit was displaying blower stalled diagnostic code (B)(4). The rse advised customer the recommended repair was to replace the blower. The biomed has reported they are unable to reproduce the reported problem. The software determined that the blower cannot produce sufficient pressure, or the blower speed signal has failed. The rse provided the biomed with the part number and prices for the unit's blower assembly. This is pending repair completion.